Manufacturer narrative:
The manufacturer received information alleging a ventilator failed a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was evaluated by a third party service center and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.